Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. [Per freger, mark ¿ r&d engineer: the open-book was generated due to 3 sequential critical pump error 63. Pump error 63 was triggered in file h_drvpiezo.c (fln_drv_piezo_c_p = 2017 main_file_names.h) in line 187 (system_hw_error_check) in function void h_drvpiezo_setvolume () -suspecting hw error problem with twi interface or with ad5161 chip.] The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 09-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 09-nov-2025 in the pump history file and found 1 lost sensor alert on 11/03/2025. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded electronic assembly, corroded motor home switch and corroded keypad flex traces. No damage noted on the force sensor. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs (hyperglycemia). Alarm-aa99-critical pump error (open book image) alarm confirmed due to alarm-a357-pump error 63. Alarm-aa99-critical pump error (open book image) alarm and alarm-a357-pump error 63 confirmed due to corroded electronic assembly. Upload error confirmed [unable to perform the carelink upload due to critical pump error (open book image) alarm]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a critical pump error (open book image). The customer reported blood glucose value of 461 mg/dl. The customer went to the hospital and treated with an IV insulin drip (intravenous insulin infusion), and manual injection. The event involved product(s) mmt-1884, mmt-242a, mmt-332a, unk_sensor. Troubleshooting was partially performed. Explain the pump performs safety checks and an error was found. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-242a, mmt-332a, unk_sensor.